Event description:
It was reported that in central processing, it was observed that the cable on the fenestrated bipolar forceps instrument broke. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch up cable at the distal clevis hub. The frayed strands stuck out the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.